Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that the catheter was stuck in the wire. The physician was advancing the taxus liberte' 3.00x16mm in an unknown lesion. However, the stent delivery system "got stuck" on the wire and the physician removed the device intact and used another of the same device to complete the procedure. There were no patient complications and status post procedure is ok.

Manufacturer narrative:
Product analysis could not verifiy the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received in good condition with no damage observed. The original guide wire was not returned for analysis. Visual and microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to the noted complaint. Further examination of the distal bumper tip did not reveal any abnormalities that would have contributed to the catheter locking up on a guide wire. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood that interaction with patient anatomy or other devices and/or other procedural factors contributed to the reported difficulty.